Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation and the customer's report was not duplicated or confirmed. The device was subjected to extensive testing which included stress testing, full ECG functionality testing without any discrepancies. Review of the device activity log does show occurrences of the reported error message. The analog board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "ECG disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.